Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's nurse reported that the patient's back was completely raw as the patient had not changed the lifevest since being fit about 2 weeks prior. The nurse reported that the patient had a home nurse who didn't know to change the lifevest. The nurse reported that the patient's skin was peeling off and that the patient already had psoriasis which made the condition worse. The nurse reported that she was removing the lifevest to allow the wounds to heal. She reported that they would be covering the areas on the patient's back with gauze. During a follow up, it was reported that the patient was still under the care of medical professionals at the rehab facility. The facility was using abd pads on the area and had prescribed her prescription cortisone cream. At the time of the follow up it was reported that the patient still had some drainage at the affected site, but that they would continue to use the pads until the area fully healed. The final medical outcome of the skin condition is unknown.